Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes had abnormal additive. This occurred with 17 tubes. The following information was provided by the initial reporter: customer has been using bd edta 10.0ml vacutainer tubes (367525), serum separator appears to be present in the tubes. This requires an urgent investigation.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 4-apr-2023 h.6. Investigation summary: bd received 16 samples and 2 photographs from the customer in support of this complaint. An evaluation of both revealed the issue of foreign matter as a gel was observed inside the tubes. This product is manufactured without gel inside. Additionally, 100 retained samples from the bd inventory were taken and visually inspected, and the issue of foreign matter was not observed as no gel was found inside the tubes. Bd was able to confirm the customer¿s indicated failure mode based on the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes had abnormal additive. This occurred with 17 tubes. The following information was provided by the initial reporter: customer has been using bd edta 10.0ml vacutainer tubes (367525), serum separator appears to be present in the tubes. This requires an urgent investigation.